Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log file submitted for review revealed numerous speed drops in 24 hours. The data showed multiple pulsatility index (pi) events occurring throughout the log which is known to cause the pump speed to drop to its low-speed limit. The log does not go far enough back to show when the pump speed was reduced. Additional information was requested but not provided.

Event description:
It was reported that the patient's speed drops were potentially related to antitachycardia pacing (atp) delivery for bursts of ventricular tachycardia, as the patient had just as many atp events via remote transmission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.